Event description:
It was reported that the t:slim x2 pump battery would not charge despite using a working outlet, a tandem charging cable, and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump, and the customer was instructed to use multiple daily injections as backup therapy until receiving the new pump. The customer was also advised on returning the faulty pump and informed that the replacement would come with updated software.